Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, high atrial pacing thresholds were observed. The atrial lead was not used and replaced.